Manufacturer narrative:
Method: materials and chemistry evaluation. History record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR (device history record) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is within acceptable limits. The sra was reviewed for haze/mist/vapor and determined to be a "low" risk. The likely assignable cause was oil mist filter. The part could not be confirmed as the part was not available for return. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(4) 2016.

Event description:
A customer reported an event of a "oil vapor" (haze) emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.